Event description:
It was reported by the patient that the charging port of the controller melted while charging. The patient confirmed using the charging cable provided with device. No impact reported on the patient's blood glucose levels.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 1.2.4. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.